Event description:
During service, the baxter repair technician reported a fail code 807:05. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.